Event description:
This case was initially received via regulatory authority (igj) on 03-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('very violent bleedings with menstruation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthralgia ("pain in hips"), back pain ("pain in lower back"), migraine ("migraine attacks"), ovulation pain ("abdominal pains during ovulation and menstruation"), dysmenorrhoea ("abdominal pains during ovulation and menstruation"), dizziness ("often dizzy"), abdominal distension ("inflated abdomen"), loss of libido ("no libido"), agitation ("agitated"), stress ("stress"), confusional state ("confused head"), memory impairment ("forgetful"), pain in extremity ("painful hands and feet"), fluid retention ("retaining fluid"), seasonal allergy ("hay fever"), nasopharyngitis ("always have a cold") and tinnitus ("ringing in the ears") and was found to have weight increased ("gain 15 kilograms in 1 year"). The patient was treated with essure removal with both oviducts and a part of the uterus) in (B)(6) 2017. At the time of the report, the menorrhagia, arthralgia, back pain, migraine, ovulation pain, dysmenorrhoea, dizziness, abdominal distension, loss of libido, weight increased, agitation, stress, confusional state, memory impairment, pain in extremity, fluid retention, seasonal allergy, nasopharyngitis and tinnitus outcome was unknown. The reporter provided no causality assessment for abdominal distension, agitation, arthralgia, back pain, confusional state, dizziness, dysmenorrhoea, fluid retention, loss of libido, memory impairment, menorrhagia, migraine, nasopharyngitis, ovulation pain, pain in extremity, seasonal allergy, stress, tinnitus and weight increased with essure. The reporter commented: placement went well, it was even said that they never had place it so fast. Further company follow-up with the consumer or regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.